Manufacturer narrative:
Date of death and date of event corrected from (B)(6) 2019 to (B)(6) 2019.

Event description:
It was reported that a patient death occurred. On (B)(6) 2019, the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman laa closure device was implanted in the patient. It was reported that the patient was stable following this procedure. At an unknown time post procedure, the patient suffered a sudden cardiac death. It was further reported that the procedure went as planned the device met all of the release criteria, the patients vital signs were all good and there were no effusions noted. It was reported that on (B)(6) 2019 the patient passed away at her home.

Event description:
It was reported that a patient death occurred. On (B)(6) 2019, the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman laa closure device was implanted in the patient. It was reported that the patient was stable following this procedure. At an unknown time post procedure, the patient suffered a sudden cardiac death.